Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, performed a pump reset, and the error did not reoccur, allowing the sensor session to start successfully.